Event description:
A journal article was reviewed that contained information regarding this implantable cardiac defibrillator system. The patient developed a pocket infection and the right atrial (ra) lead dislodged. The ra lead was replaced. There was no further patient complications reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.

Manufacturer narrative:
Additional information has been received which has been added. It was further reported right atrial lead that had dislodged was actually repositioned and remained in use. The paper work states the adverse event (dislodgement) was not device or procedure related. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. (B)(6) 2011;162(2):390-397.